Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient noticed a couple of weeks prior to the report that the stimulator was ¿acting up¿ and she notified her dr. A couple of days prior to the report, she had it charged. It was still full but it was not working. Her stimulation had stopped about a week prior. The patient had a loss of therapeutic effect. The patient was attempting to reach a company representative for her appointment with her physician on (B)(6) 2014. Additional information about the interventions and outcome was requested. If received, a follow up report will be sent.